Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via reduced intrinsic amplitudes and noise. This could not be reproduced during a follow-up. There were no additional adverse patient effects. The system remains implanted.